Manufacturer narrative:
Concomitant medical products: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving dilaudid (1.5 mg/day, 6 mg/ml) and baclofen (113.6 mcg/day, 4200 mcg/ml) via an implantable infusion pump for intractable spasticity. It was reported that the patient had a pump segment catheter revision on (B)(6) 2018. It had been confirmed that the catheter disconnected from pin connector. The catheters broke away from the metal aspect in the pump connector and reported that the patient was not getting drug because the drug was collecting within the pocket at the connector site. There was a fluid built up in the pocket due to disconnected segment. It was unknown how the issue was diagnosed. Reported symptoms included withdrawal which started on (B)(6) 2018. The patient was admitted to hospital on (B)(6) 2018. The hcp were planning on decreasing the dosage by 50% or programming them to minimum rate because the patient was getting supplemental medication to offset withdrawal symptoms. Additional information was received from a healthcare provider (hcp) via a device manufacturer representative. It was reported that it was unknown when the pump was implanted. No further complication was reported.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the representative indicated that the pump segment of the catheter had a big "split/break" in it. On 2018-(B)(4). The healthcare provider (hcp) removed(B)(4) cm of pump segment. The pump had been empty since there was swelling at the pump site at the same time. The pump was replaced as it have been empty. It was clarified that previously reported "catheter broke away from the metal aspect in the pump connector" was not found to be true. No further complication was reported.

Manufacturer narrative:
Correction: the initial MDR was filed as MFR. Report # 3007566237. Additional review showed the correct manufacturing site was site # 3004209178. Device evaluated by MFR: analysis of the catheter, model# 8781, serial# (B)(4), found the catheter body to be broken inside the transition tubing. Patient code c50739 no longer applies to the event. Conclusion code 22, method code 10, and result code 180 pertain to the catheter, serial# (B)(4). Conclusion code 67, method code 4114, and result code 3221 pertain to the pump, serial# (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.